Event description:
The customer reports during preparation for use, a 4k autoclavable camera head had no image. There is no patient impact related to this occurrence.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. Physical evaluation of the complaint device shows: the user's report of no image could not be confirmed. No abnormalities in the mage were noted. The device did fail the leak test due to a cut in the cable. The rear cover label os faded. The rear packing is peeled. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the of the legal manufacturer's investigation and the inability to reproduce the issue of no image appearing, the root cause could not be identified, however, it is likely that an image was not displayed due to the cut on the cable or watertight failure. Olympus will continue to monitor field performance for this device.